Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported problem of an unknown alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice presented an unknown system error. The issue occurred during set up of therapy while the patient was not connected. The caregiver was able to proceed with therapy after cycling the power of the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.